Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 7495-25, serial# (B)(4), product type: extension. Product ID: 7495-25, serial# (B)(4), product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID (B)(4), lot# l93441, product type: lead. Product ID: 3998, lot# n24673, product type: lead. Product ID: 3998, lot# n24673, product type: lead. Product ID: 3988, lot# n24427, product type: lead, (B)(4).

Event description:
It was reported the patient experienced a loss of effect after the nurse squeezed the patient's foot. The patient had symptoms of acute pain. The stimulation was aggravating the pain. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.